Event description:
A patient reported blood glucose results of 126 and 89 mg/dl with a lifescan meter, performed within 10 minutes. Based on statisical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20% and/or less than 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Customer is using unicheck test strips (lot # 1208787m).